Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, events of extra cardiac stimulation were reported due to right ventricular (rv) lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.